Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to non-physiological noisy signals oversensing while the patient was lying down in supine position. A fracture was suspected on the implanted electrode. An additional follow up was performed and x-ray images were acquired, highlighting a proximal loss of insulation. Additional maneuvers near the can were performed and no physiological artifacts were reproduced. The system was explanted and replaced and there was no visible electrode damage. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a single inappropriate shock due to non-physiological noisy signals oversensing while the patient was lying down in supine position. A fracture was suspected on the implanted electrode. An additional follow up was performed and x-ray images were acquired, highlighting a proximal loss of insulation. Additional maneuvers near the can were performed and no physiological artifacts were reproduced. The system was explanted and replaced and there was no visible electrode damage. No additional adverse patient effects were reported.